Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced clavicular crush. Remote transmissions via merlin.net and device interrogation revealed ventricular noise. The right ventricular lead was explanted and replaced successfully. Patient tolerated well the procedure.